Event description:
The device was used during a broncho pulmonary segment. Reportedly, after firing, the cartridge would not release from the instrument. Used another device to finish the procedure. No pt injury reported.